Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the curved rubber adhesive part was cracked, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state, wrinkles in the insertion part, there were scratches on the operation part, the tip cover may be scratched, there were scratches on the operation part cover, there were scratches on the up / down, right/ left knobs, scratches on the grip, the forceps stopper was scraped, scratches on the universal code, scratches on the operation part side of the universal cord, scratches are found on the scope connector side of the universal cord and the scope connector may be scratched due to external factors. Additionally, the paint on the air / water supply cylinder was peeled off and the paint on the suction cylinder was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the upper platform does not go down on the evis lucera duodenovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the elevation operation failure could not be determined. It is possible that the issue was cause by a forceps elevator wire cut due to external factors, or an abnormality such as deformation of the forceps elevator. Olympus will continue to monitor field performance for this device.